Manufacturer narrative:
The instrument was returned and evaluated. The instrument was tested for recognition and passed. The instrument had full range of motion in all directions and engineering was unable to replicate the customer reported complaint. During eval, engineering observed a scrape on the distal end of the instrument main tube. It was determined that the failure mode is consistent with the use of a potentially defective cannula accessory, which may remove material from the instrument during use.

Event description:
It was reported that the is2000 endowrist prograsp instrument did not register on the sys. No pt harm, adverse outcome or injury was reported.